Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The high sleep current measurement appears to be due to a problem with the electronics. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery issue and battery lasting only few hours to couple of days. No harm requiring medical intervention was reported. The device was returned for analysis.